Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a patient who had an ins with impedances values over 10k ohms. The rep stated that they called in to technical services at the time and that they were told to increase voltage on impedance test to determine exact impedance or if it was >40k. The rep did not remember the patient's information or any further details regarding this event. No patient complications were reported.